Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining thyroid stimulating hormone (tsh) results above the normal reference range for one patient's sample that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. Subsequent samples resulted within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is li heparin with a gel barrier that was centrifuged for more than five (5) minutes at more than 3000rpm. The sample was processed through the closed tube aliquotter (cta). Qd was within the customer's established ranges through out this event. A system check was performed on (B)(4) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.